Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.